Event description:
A caller reported a cartridge alarm 30, but there was no adverse impact to the customer's blood glucose level. The issue did not occur during the load process, and it was confirmed that there had been no previous reports of similar cartridge alarms for this device. Technical support assisted the caller in loading a new cartridge using the correct technique, and the customer successfully resumed insulin therapy. As a result, the issue was resolved.